Event description:
It was reported that the customer was receiving a failed battery test alarm after each battery inserted into the insulin pump. The customer stated that she had experienced high blood glucose of 400 mg/dl previously. Troubleshooting was done. The customer stated that the battery compartment and spring were neither damaged nor corroded. While troubleshooting, the customer stated that she received both a failed battery test and a battery out limit alarm two times. Explained that the battery out limit alarm was normal insulin pump behavior. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery out off limit alarms noted. The following cosmetic damage was noted: cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.